Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was unknown. On an unreported date, the patient experienced sepsis. The cause of the sepsis was reported as due to peritonitis. Treatment for the sepsis was not reported. It was reported that the patient passed away. The cause of death was reported as sepsis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.

Manufacturer narrative:
The patient passed away on an unspecified date "4 to 5 months ago". Initial reporter phone no., additional number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.